Event description:
During receiving and inspection of this device, our (B)(4) distributor reported finding a potential breach in the package containing this sterile blade. They described the packaging flaw as a pin hole. There was no pt involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
To date, conmed linvatec has not received this device for eval. A follow-up report will be sent upon receipt of the device and completion of an investigation.